Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the stapler partially fired and had difficulty removing the stapler from cavity. In addition, the anvil did not tilted after firing.